Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. Device evaluation revealed that a hole was encountered in the lapjoint area of the sheath. Impedance testing shows an electrical open at proximal wave form. It was observed that the catheter leaked from the hole of lap joint when the catheter was flushed. During image characterization testing, no image appeared in the ilab system. Imaging core windup was found within the telescope section of the device. Windup were encountered in the non heat shrink area in the telescope area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 01mar2016. It was reported that lost image occurred. The target lesion was located in the moderately tortuous and severely calcified coronary artery. During percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to view the target lesion. However, it was noted that lost image occurred due to severe calcification and tortuosity of the vessel. The procedure was completed with a non bsc device. No patient complications were reported and the patient's status is good. However, device analysis revealed a hole in the lapjoint area of the sheath.